Event description:
Attorney reported: in 2006 - the pt underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2007 - the pt presented to the hosp with severe abdominal pain. The pt's surgeon discovered multiple adhesions of the mesh to the pt's bowel. A composix l/p mesh patch was used to repair the recurrent hernia defect. In 2008 - the pt presented to the hosp with severe abdominal pain. The pt's surgeon dissected the mesh and sent portions to pathology. Four months later - the pt presented to the hosp with nausea and severe abdominal pain. The pt's surgeon discovered multiple mesh adhesions. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for evaluation or additional info becomes available. See MDR 1213643-2009-00213 for info related to composix l/p mesh implanted in 2007.